Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was revealed that the patient's implantable cardioverter defibrillator was exhibiting post-paced t-wave over-sensing. The over-sensing resulted in pacing inhibition of the right ventricular lead. No intervention was performed. The patient was stable.